Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model me2020 lot number 22069074 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) the tubing cracked. There was no report of patient impact. The following information was provided by the initial reporter: we had an issue today where a bd maxguard extension set cracked in use. When hanging new fluids on an admission the 0.3 ml tubing cracked where the nad met the tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) the tubing cracked. There was no report of patient impact. The following information was provided by the initial reporter: we had an issue today where a bd maxguard extension set cracked in use. When hanging new fluids on an admission the 0.3 ml tubing cracked where the nad met the tubing.